Event description:
During platelet wash phase, exit tubing from the spinning membrane detached itself from the bottom of the apparatus, small amount <.5cc unselectra cells lost to gravity when sterility was breached. Called baxter hotline. Remaining cells and reagents rescued through sys in manual mode. Restarted procedure at same step with new sterile kit on the isolex 300sa. Proceeded to endpoint without further problem. Purity 97.71. Cells suitable for transplant.